Event description:
A patient was receiving reopro at an unknown rate. The nurse that set up the infusion reported the pump was noticed to free flow as soon as the infusion was started. The pump was taken out of service and sent to the bio-med shop for evaluation. The pump was tested and operated properly. No patient injury or medical intervention occurred.